Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device's top case is cracked in front left corner, bottom case is cracked under the l-bracket. The customer stated problem was duplicated, the primary audible alarm during occlusion test. Replaced speaker for preventive. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited a primary audible alarm. No adverse effects were reported.